Event description:
It was reported that one day post-op, the patient noted a "sensation" during activity. The device was reprogrammed and the sensation ceased. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6935m, implantable tachy lead, 2012 (B)(6); 5076, implantable pacing lead, 2012 (B)(6); 4196, implantable pacing lead, 2012 (B)(6). (B)(4).